Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch test strips are bending, peeling, and will not fit into the test strip port. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self adjusting insulin. The product issue began two days ago at 10pm. As a result of the test strip issue, the patient reportedly stopped taking her humalog insulin that day. The next day at 5:30am, the patient claimed she developed symptoms described as "lightheaded, upset stomach, sweaty, and unable to concentration." The patient denied receiving any treatment at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the patient claimed that she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.